Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one similar and one dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-53566. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a meniscal procedure both implants of the customer's omnispan meniscal applier and omnispan meniscal repair system, with 12 degree needle deployed at the same time when the gray trigger was pulled the first time. The sales rep stated that the surgeon left the devices in and moved over to complete the procedure with a smith and nephew device. The sales rep reported that there were no patient consequences but there was a two minute delay in the case. The devices will not be returning for evaluation.